Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing tones. Upon interrogation the device displayed elective replacement indicator which was reached approximately 4 months ago. The device battery status was at middle of life 2, however the charge time was greater than 18 seconds.